Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls for prothrombin time (pt) had a noise error, but were repeated and recovered in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the sysmex cs-2500 system and verified alignments and temperatures. The cse cleaned and calibrated the detection wells, inspected fluidics, and verified pressures/vacuum. The cse performed a precision run on the system which recovered acceptably. Sample integrity for the affected sample was visually acceptable. No other issues occurred after the cse's departure. An instrument issue cannot be excluded due to the noise error on the qc. Inadequate sample mixing, centrifugation or other mishandling of the sample also cannot be ruled out as contributing factors to the discordant results. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) result were obtained on a patient sample on a sysmex cs-2500 system using dade innovin reagent. The sample was automatically repeated for pt and inr, recovering lower, but the results were still falsely elevated. The automatic repeat results were reported to the physician(s). The sample was retested twice for pt and inr on the same system, recovering lower. The lower pt and inr results were reported, as the correct results, to the physician(s). The sample was then repeated for pt and inr on a sysmex ca-1500 system, confirming the lower repeat results obtained on the sysmex cs-2500 system. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) results.